Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited ventricular over sensing. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Analysis was normal.